Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-16896 and medwatch 2210968-2013-16347. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (b)64) 2005 and mesh was implanted. It was reported that the patient underwent revision of mesh extrusion on (B)(6) 2009 by due to graft erosion. No additional information has been provided.

Manufacturer narrative:
It was reported that patient underwent resection of vaginal mesh erosion x2 on (B)(6) 2014 by dr. (B)(6) at (B)(6), due to mesh erosion.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence and dyspareunia. (B)(4).